Event description:
It was reported that "(B)(6) 2026, staples were found jamming during use on the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).